Event description:
The nurse who witnessed the incident reported via e-mail that - "the frame was placed on the patient's head by a physician, 80# of pressure was applied to the pins. The pt was then rolled into a prone position on the surgical table. The frame was attached to the mayfield base that was premounted on the bed. While the or and anesthesia crew were properly securing the patient to the surgical table, the physician was making final adjustments to the mayfield base to get the best surgical exposure. During this time, the pt's head slipped in the frame and her face actually touched the frame. An approximate 2 inch laceration was made by the skull pin on the left side of the pt's head when the frame slipped." The instrument coordinator reports that the laceration was sutured, with satisfactory results.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.